Event description:
It was reported that when the surgeon extracted the disc by the pituary, it was broken. No additional information was provided. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.